Event description:
Description of event according to complainant: the filter was implanted at an unk time. The pt was at sometime in an accident and had stomach pain. A CT scan showed a pseudo aneurysm from one of the filter struts. They later found that 2 struts had fractured and traveled to the right ventricle. They embolized the pseudo aneurysm that was caused by the filter strut and removed the filter. Two fractured filter struts remained inside the pt's body. Pt outcome: the pt required an embolization of a pseudo aneurysm due to this occurrence. The pt experienced the adverse effect of having two fractured filter struts remain in his heart.

Manufacturer narrative:
(B)(4).